Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use lists potential adverse events such as cardiac arrhythmia, infection, right heart failure, hepatic dysfunction, and hypovolemia that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and hypovolemia as potential late postimplant complications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (lvas IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (driveline, localized and pump pocket or pseudo pocket), cardiac arrhythmia, hepatic dysfunction, and hypovolemia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of this IFU also lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. Section 6 of the IFU, ¿patient care and management¿, also lists hypovolemia and arrhythmia as potential late postimplant complications. This section of the IFU also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced cardiac arrhythmia on (B)(6) 2021. The patient had to defibrillated twice which required internal defibrillation. The patient was treated with cardioversion. The event resolved without sequelae on (B)(6) 2021. The patient had a major infection on (B)(6) 2021 as post operation white blood cell count was at 25.68. The count was trending up to 31.03 on (B)(6) 2021. The pan was cultured. The patient experienced hepatic dysfunction on (B)(6) 2021. The patient had elevated liver function test levels from (B)(6) 2021. The patients total bilirubin level was at 3.2, direct bilirubin level was at 2.1, indirect bilirubin level was at 1.1, aspartate aminotransferase level was at 73 and alanine transaminase level was at 28 on (B)(6) 2021. The patients total bilirubin level was at 1.7, direct bilirubin level was at 1.2, indirect bilirubin level was at 0.5, aspartate aminotransferase level was at 58 and alanine transaminase level was at (B)(6) 2021. The hepatic dysfunction resolved without sequelae on (B)(6) 2021. The patient experienced atrial fibrillation with rapid ventricular response on (B)(6) 2021 around 7pm. He was treated with amiodarone drops. His pressures were soft (systolic blood pressure in 60s) that self resolved on amiodarone. The patients blood cultures were negative and chest x-rays taken on (B)(6) 2021 showed a stable mild pulmonary edema. A new left lower lobe airspace opacity found likely represented atelectasis. A trace pleural effusion was also noted. No pneumothorax was noted. The patients white blood cell count was at 35.80 on (B)(6) 2021. The patients max temperature was at 37.0. Most recent temperature was at 36.1 on (B)(6) 2021 at 0400. The patient experienced thrombocytopenia on (B)(6) 2021. The patients platelet count was at 122 on (B)(6) 2021, 114 and 131 on (B)(6) 2021, 133 on (B)(6) 2021 and 146 and 1169 on (B)(6) 2021. The event resolved without sequelae on (B)(6) 2021. The patient required milrinone infusion for more than 7 days on (B)(6) 2021. The patient went into atrial fibrillation with rapid ventricular response overnight for 2 hours on (B)(6) 2021 with heart rate in 140s. The patient became hypotensive which briefly required vasopressors. Sildenafil held atrial fibrillation up to 140s overnight. The patient required amiodarone. The event resolved without sequelae on (B)(6) 2021. The patient had worsening albumin levels on (B)(6) 2021. The patients baseline was at 3.1-3.8. The patients post procedure levels were at 2.7 on (B)(6) 2021. He received 2 doses of intravenous albumin on (B)(6) 2021. The patients albumin was at 3.0 on (B)(6) 2021 and at 3.2 on (B)(6) 2021. The patient had subtherapeutic international normalized ratio on (B)(6) 2021 at 3.9, 4.0 on (B)(6) 2021, 3.2 on (B)(6) 2021, 2.8 on (B)(6) 2021, 2.5 on (B)(6) 2021 and 2.4 on (B)(6) 2021. The subtherapeutic international normalized ratio resolved without sequelae on (B)(6) 2021. Coumadin was held on (B)(6) 2021. Coumadin was restarted on (B)(6) 2021. The patient had a leukocytosis positive urine culture for klebsiella pneumoniae and received intravenous antibiotics for 7 days. The patient had a bilateral pleural effusions and/or atelectasis on (B)(6) 2021. Pneumonia could not be entirely excluded. The patients medication was switched to oral cefpodoxime on (B)(6) 2021.